Event description:
It was reported that the user experienced elevated glucose after a prolonged dinner, followed by automated correction dosing overnight and a subsequent low glucose around 55 that was treated with candy or fruit juice using an ilet system, with no additional insulin taken and no further meals reported. Symptoms included hyperglycemia and hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of carbohydrate intake to treat the low. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem or component involvement, and no specific findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.